Event description:
Closed program after it asked user to "save and exit" at close of study. Found and clicked on patient file name and prompted to "delete shortcut", because file had been "changed or moved". Motility study done. It was not found in list of patients. Missing. User followed "guided protocol instructions" between cases to set up new study and patient info. Given tech support called. They commented that sometimes the software will not save data on the first or second study if 2 or more studies are performed back to back without exiting and re-entering manoscan program. The info about exiting the program after each case was not in the manoview training or instruction sheets. Emphasis in following the "guided protocol" prompts was stressed. Patient will have to return to have test redone.manufacturer advises that sometimes when you do two cases back to back it will drop data from one patient, or it will attach the data from the second patient to the previous patient.